Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm abdominal aortic aneurysm. It was reported that a limb occlusion was discovered on CT imaging done. No intervention has been done and the event is ongoing. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Evaluation summary: the exact cause of the limb occlusion could not be determined from the pre-implant films provided. Angiograms at implant, images at the occlusion event and post-implant were not available for review, and it is unclear which side was occluded. The blood flow dynamics and the stent graft in-vivo configuration could not be assessed from the films provided. A pre-implant film report revealed appreciable irregular-shaped thrombus within the neck, aaa, and iliac arteries. The proximal neck diameter measured 29mm below renal artery, and 26 ¿ 30mm (20 ¿ 24mm flow lumen) along the 23mm neck length. The distal aortic diameter was small (20mm). The right iliac artery was moderately tortuous and revealed a 180° curvature at the right hypogastric with areas of thrombus and calcification, and ranged in diameter from 12 ¿ 10mm. The 11mm diameter left iliac was essentially straight in a-p, and also contained thrombus and calcification. It is possible that the limb occlusion was anatomy related; the thrombus filled neck and aaa, small distal aorta, and calcified/thrombosed iliac arteries all may have contributed to the limb occlusion. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. If information is provided in the future, a supplemental report will be issued.